Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. The depot technician was able to duplicate the problem reported by the customer and found that the cable retention for the wolf connector was poor. The power supply unit, lamp, and turret were replaced. Evaluation and function test were performed and unit passed all tests. Root cause analysis - the reported complaint was confirmed. The reported failure was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the bulbs of the mlx 300w xenon lightsource (00mlx) were swapped out to verify the problem. The power supply board was burnt causing unstable supply of power. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay has been reported.